Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 500 mg/dl and diabetic ketoacidosis. The customer stated that the blood glucose meter did not communicate with the insulin pump and did not send the blood glucose data; the customer had to program manually input the data into the insulin pump and had to program the boluses manually. The customer stated that this was reason why they had to be taken to the emergency room by their neighbor. They were feeling sick and were vomiting. At the emergency room the customer was given intravenous drips with insulin, which decreased their blood glucose. They were released when their blood glucose reading was 300 mg/dl. The customer declined troubleshooting for the high blood glucose reading and stated that they only needed assistance with programming the meter ID into the insulin pump. But the meter that the customer wanted programmed was not supported by their insulin pump. Nothing further was reported.